Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: threads worn down on both sides, falls right out during use. Root cause: worn out threads most likely caused by the customer not screwing the coupler to the camera head correctly. Coupler was previously repaired by a third party repair house.

Event description:
It was reported that there was image loss for about five minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss for about five minutes.